Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient underwent a left knee revision surgery to remove the femoral component, patella, and tibia baseplate.

Event description:
It was reported the reason for the revision surgery was infection.